Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k)# without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Patient implanted with lcp condylar plate and screws for a distal femur fracture on an unknown date. Follow up x-rays taken (B)(6) 2011, showed a non-union and broken plate. Surgeon noted that the locking screws did not appear to be locked to the plate. The locking portion of combi holes appeared not to have engaged the locking mechanism of the screws. Surgeon removed hardware and implanted same type of screws and plate on (B)(6) 2011. This is the 2nd of 6 reports submitted on this event.